Manufacturer narrative:
The device was received by resmed and an evaluation revealed the internal battery was at 0% but able to be charged. During evaluation, the device had an unresponsive touchscreen. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The top case of the astral device was returned to resmed for an investigation. Performance testing confirmed the reported unresponsive touchscreen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsive touchscreen was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. During evaluation, the touchscreen was unresponsive. There was no patient harm or serious injury reported as a result of this incident.